Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, during segmental resection, they opened the package and checked the jaws opening/closing. The jaws closed, however, it did not open. Jaws could be opened by hand. The procedure was completed with the use of another device. There was no patient injury.